Event description:
It was reported by the patient that he underwent total hip arthroplasty in 2008, using a durom acetabular cup. Post-op, he experienced pain and physical therapy was prescribed. Patient's surgeon recently diagnosed loosening of the cup and recommended a revision procedure, which has not yet been scheduled.

Manufacturer narrative:
Information was forwarded from the owner establishment, which markets the devices in the u.s.